Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable pacing lead was seen in the emergency room due to receiving 5 shocks due to a rapid ventricular rate. The rhythm could not be confirmed as the atrial electrograms just showed noise. P-waves were unable to be measured and the impedance was greater than 3000 ohms. A chest x-ray confirmed a lead fracture. Upon explant some damage was noted at the distal portion of the lead. The lead fracture ws observed around the proximal portion of the lead approximately 5 inches from the terminal pin. No adverse patient effects were reported.